Event description:
A 2.75mm x 24mm driver sprint rx coronary stent delivery system was inserted into a patient. The driver sprint rx coronary stent delivery system was advanced towards the lesion. Following a complicated delivery stent deformation was noted, prior to stent inflation. The device was removed from the patient and another driver sprint rx coronary stent delivery system was inserted (MFR report 2953200-2010-00185). The same event occurred again. The 2nd device was removed from the patient. The lesion was pre-dilated twice with a 2.0mm x 15mm maverick balloon to 10 atm 30% residual stenosis remained and a dissection occurred. A 3.00mm x 23 mm stent from another manufacturer was used to successfully complete the procedure. The patient was reported to be good post procedure and the final result was optimal. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4) other (stent damaged during procedure). Evaluation, results and conclusions: (75% stenosis, moderate tortuosity of less than or equal to 2 bends, little calcification). Evaluation summary: the device was returned for evaluation: the stent, although positioned on the balloon as per specification, was noted to be damaged. It appears most likely that the stent od profile was damaged during the procedure. It was reported that the stent had fractured during the procedure, however, review of the returned device confirmed that there was no fracture. However, the proximal stent segments had lifted off the balloon and were stretched proximally.